Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: n350631005 implanted: (B)(6) 2012, product type: catheter. Interrogation of the pump determined it was used to infuse morphine [3.0 mg/ml] at 0.4883 mg/day. Analysis of the catheter identified damage to the transition tubing on the catheter body.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver morphine [3mg/ml] at an unknown daily dose, indicated for non-malignant pain and failed back surgery syndrome. It was reported that a patient death occurred on (B)(6) 2014. The cause of death was unknown; it was stated that the patient had heart and lung problems listed. It was stated that based on the heart and lung problems listed, the patient¿s death was unlikely due to the pump. Additional information was provided by a healthcare provider on 2014-aug-26. It was stated that the cause of death was unrelated heart and respiratory issues. It was stated that these conditions were present prior to the patient having the pump. It was noted that the patient was not on any oral medications they prescribed. The system and the drug were not a part of the cause of death. Autopsy information was not available. No further information was provided. Additional information was received from a healthcare provider on 2017-mar-15. The patient¿s pump system was returned to the manufacturer. The date of death and cause of death were listed as ¿n/a¿ on the paperwork returned with the devices. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.